Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of over 400mg/dl due to a no delivery alarm. Customer treated with a manual injection and indicated that the alarm was received after the sensor was removed. Customer indicated that the issue was resolved by a complete set change. Troubleshooting advised customer that the pump will alarm no delivery when the sensor is removed. Customer declined high blood glucose troubleshooting. Customer indicated that they will send the reservoir and the infusion set back. No further information provided by the customer or by troubleshooting.